Manufacturer narrative:
Zimvie complaint number (B)(4). One imp,tsv,3.7,11.5,mtx,mg (tsvtb11) was returned for investigation. Visual evaluation of the as returned implant identified fracture at the collar. Bone loss and infection could not be verified.functional testing could not be performed since the product was fractured.pre-existing conditions noted on the per were 'low bone density ¿ type iii'. The reported device had been placed on tooth #46 (fdi) for approximately 4 years. X-ray & picture evaluation: picture or x-ray evidence not provided. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: contraindications & precautions. Per the applicable IFU, it is stated that improper techniques, severe bruxism, clenching, and overloading, may cause component fracture. DHR review: DHR review for the lot (63650199) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (st3217) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review: complaint history review was performed for the reported lot number (63650199) for similar events (complaint category keywords: fracture: implant and medical: bone loss and medical: infection) and no other complaint was identified. Post market trending review: mar post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction (fracture) did occur, and the reported event was confirmed. Bone loss and infection could not be verified.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional device information unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that the implant at tooth site 46 was removed due to fracture at the hex and bone loss and infection. Pain was reported as a result of the event. Patient would have to return to place a new implant.